Manufacturer narrative:
(B)(6). The suture appears to have been cut. The customer was asked to check ancillary devices for any sharp areas but none were identified. No lot number was provided so it is not possible to investigate lot-specific trends for the failure mode or conduct a DHR review at this time. No after the evaluation a definitive root cause for the reported issue could not be determined. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the suture snapped after the anchor implanted whilst not tying. A backup device was available. There were no reported patient injuries. No other complications were noted.